Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. X-ray review indicates that the medial overhang of the tibial tray and medial displacement of the tibial locking bar. Areas of radiolucency along the proximal tibial bone-metal interface reflecting osteolysis with possible clinical implant loosening. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: vngd ssk ps tib brg 10x71/75 x 10 catalog # 185080 lot # 200300 report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, the patient was revised due to the locking bar backing out. During the revision, the surgeon confirmed the tibial component was loose. Attempts have been made, however, no additional information is available at this time.